Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the patient cable was broken in the vicinity of the strain relief. (B)(4)

Event description:
It was reported while a patient cable and external pulse generator were being used on a patient, the device failed to provide pacing when the set rate was increased. When the device was replaced with another one in the operating room, pacing was successfully provided. The cable was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.